Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported before implant of an intraocular lens (iol), it was found to be folded. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The product investigation could not identify a root cause for the reported complaint of "folded lens". The reported complaint wasn't clarified. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. The manufacturer internal reference number is: (B)(4).